Event description:
Patient undergoing scheduled navigational robotic bronchoscopy. Monarch would not properly stow arms, acknowledge patient or initialize. Rep notified and troubleshooting attempted by clinical staff without resolution. Provider aware, clinical decision to perform procedure without navigational robot.